Event description:
(B)(6) study. It was reported that complete heart block(chb), 1st degree atrioventricular(av) block, and left bundle branch block(lbbb) occurred. Procedure summary: the subject was on a prior regimen of heparin or another anticoagulant and was also on a prior regimen of aspirin at the time of the index procedure. A lotus introducer sheath was placed and the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial resheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. Post procedure event summary: on the same day of the index procedure, the subject developed left bundle branch block. No action was taken to treat the event. At the time of reporting, the event was considered not recovered. One (1) day post index procedure, the subject developed 1st degree av block. No action was taken to treat the event. At the time of reporting, the event was considered not recovered. Two days post index procedure, the subject developed complete heart block with regularization of the rr intervals on telemetry with a junctional escape rhythm in 50s. A new pacemaker was recommended in view of complete heart block. On the same day a new non-boston scientific permanent pacemaker was implanted to treat the chb. At the time of reporting, the chb was considered as recovering. The patient was discharged on warfarin three days post index procedure.